Event description:
The physician performed an interventional procedure through the common femoral artery. Following arterial access with the axera device, and placement of a 0.018 guidewire, the physician pulled back on the plunger handle to attempt to release the heel, but the heel would not release. The actuator was moving but it didn't seem to be communicating with the heel. The physician then pulled out the device with the heel deployed, and inserted a 7 fr sheath, although there was little bleeding reported. The procedure was completed through a standard arteriotomy.

Manufacturer narrative:
The device was returned and failure analysis performed. The returned device was received with the heel deployed (out of anchor and locked), plunger retracted (proximal position), and actuator deployed (proximal position). The plunger assembly was kinked during failure analysis due to a blood clot inside the needle lumen anchor causing the plunger assembly to be immovable. Therefore, failure analysis could not be completed; however, it was confirmed that the heel was attached to the actuator cable and functional. Inspection confirmed that the latch wire had been cut to convert to a standard arteriotomy. A review of the device history record was performed for this lot and no non conforming material reports (ncmr) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. Based on the analysis completed and the description of the event, it appears as though the heel was deployed in the subcutaneous tissue. This would explain why the heel would not release and why there was little bleeding observed following removal of the device. There is no evidence to suggest the device was out of specification. The root cause, based on available information, is most likely incorrect placement of the device (user error). The physician was retrained on proper technique.